Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a lot of low flow alarms due to ventricular tachycardia (vt). The patient was doing well and would be discharged from the hospital. The 2.0 low flow software was requested. The patient received a pacemaker and ablation. One moth prior the patient was sent to a ventricular assist device (vad) center and an ablation was done there, as well as a ramp test. The patient experienced low flows and was weak due to the vt. The vt was not thought to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of ventricular tachycardia (vt) could not be conclusively established through this evaluation. An onsite abbott representative confirmed low flow alarms; however, the alarms were reportedly due to vt. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU provides an explanation of pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Corrected event description: it was reported that the patient was sent to a ventricular assist device (vad) center and an ablation was done there, as well as a ramp test that was performed on (B)(6) 2023. On (B)(6) 2023, the patient had a lot of low flow alarms due to ventricular tachycardia (vt). The patient was weak due to the vt. The patient received pacemaker treatment and ablation. The vt was not thought to be device related. The 2.0 low flow software was requested and the update was done on (B)(6) 2023. The patient was put on the transplant list. The patient was doing well and would be discharged from the hospital.